Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that they experienced high blood glucose level over 464. Customer blood glucose reading at the of the incident is 464 mg/dl. Customer current blood glucose reading was unknown. Customer feel ok to troubleshoot. Customer reports they have not contacted their hcp regarding the high blood glucose reading. Customer stated there was not air bubbles or leak issue but there was under delivery issues. Customer did not mentioned if three was any bent issues. Customer stated the time/date is in correct setting. Customer did not used auto mode feature. Insulin pump will not be returning for analysis.